Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows a thrombosed left iliac limb. This is consistent with the reported adverse event/incident. The clinical evaluation also shows reasonable evidence to suggest a left limb occlusion occurred that was not included in the event as reported. This finding was discovered during an examination of 12-month post implant CT (computed tomography) scan. The most likely causation for the reported event is user-related due to the offset limbs (by 11.5mm) noted at 1-month post implant CT. Procedure-related harms of this event could not be determined with the medical records available for review. The final patient status was reported to be doing well and discharged. No additional investigation of this reported adverse event is planned however, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events. Corrections: h6: device code: remove code 3190. H6: result code: remove code 3233. H6: conclusion code: remove code 11.

Event description:
The patient was initially implanted with the ovation ix abdominal stent graft system to treat an abdominal aortic aneurysm (aaa). Approximately 1 year post procedure, the patient presented to the emergency room with a cold leg. Physician elected to administer a lytic and perform an angio-jet. Physician noticed the left iliac limb was higher than the right and physician thought it was impeding flow into that limb. Physician elected to extend the limb to match the other side and put a second stent to trap any additional thrombus left. Final angio looked great and patient was discharged. Additional information: during clinical assessment, occlusion of the left limb was also identified that was not included in the event as reported.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted.

Event description:
The patient was initially implanted with the ovation ix abdominal stent graft system to treat an abdominal aortic aneurysm (aaa). Approximately 1 year post procedure, the patient presented to the emergency room with a cold leg. Physician elected to administer a lytic and perform an angio-jet. Physician noticed the left iliac limb was higher than the right and physician thought it was impeding flow into that limb. Physician elected to extend the limb to match the other side and put a second stent to trap any additional thrombus left. Final angio looked great and patient was discharged.